Event description:
Complainant stated that she had a mask shaped rash on her face for four days after using the mask and complained of an odor from the box that has since dissipated. There was "black spots" on some masks, breathing difficulties with the mask and a feeling of inhaling particulates.

Manufacturer narrative:
The product involved in the event was returned for evaluation. The dispenser box was inspected. There are no visual damages on the dispenser box. The samples were removed from the dispenser box and placed on the table for inspection. There are no visual damages observed on the inside or the outside of any of the eleven masks. There are no unusual folds or sharp edges. The ear loops appear securely attached. The failure analysis lab is unable to confirm the incident of reaction experienced by the customer with the evaluation conducted in the lab. A follow-up report will be provided upon conclusion of remaining investigation activities. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
One (1) dispenser box containing eleven (11) unused samples was received in the product packaging. There were no visual damages observed on the inside or the outside of any of the eleven masks. There were no unusual folds or sharp edges. The ear loops appear securely attached. Device history record (DHR) evaluation was performed for the product code identified in the complaint. According to the documented records, the product was manufactured according to approved specifications. A quality nonconformance was not reported at the time of production. Manufacturing conducts visual and functional inspections of product during manufacture. As part of the cleaning activities at the manufacturing facility, the surfaces are cleaned with 70% ipa minimally once per shift. Requirements are established to enter manufacturing areas, including clothing restrictions, hair net use, hand washing and the use of sanitizing gel. According to the calendar for equipment maintenance, pm (preventive maintenance) is completed every nine weeks on the machine. Based on evaluation of the biocompatibility data and risk management file, the potential human health hazard presented is low to negligible. A trending analysis was performed, there is no upward trend for the past 12 months for this type of incident. Notification was sent to manufacturing leaders for awareness. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803 in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.